Manufacturer narrative:
H3: product analysis #705721188: equipment used: video inspection system (m-78210), ruler 200cm (m-83361); drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F as found condition: the pipeline flex and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch and within an opened pipeline flex and phenom 27 inner pouches. The pushwire was returned outside the phenom 27 catheter. However, the pipeline flex braid was returned within the phenom 27 catheter. Damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal ends of the pipeline flex were found fully opened and moderately frayed. In addition, the middle of the pipeline flex braid was found to be fully opened and no damage. No flash or voids molded were observed in the hub. No kink or damages were found with catheter body. The catheter tip, marker band were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 27 catheter was measured to be within specification. For further examination, the catheter was cut to remove the braid from catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues. Conclusion: based on the returned device, the pipeline flex was not confirmed to have failure to open at the middle section as the middle section of pipeline flex braid appeared fully opened and no damage. However, based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance during delivery as the returned pipeline flex braid was stuck inside the phenom 27 catheter. In addition, the pipeline flex was found to be damaged. From the damages seen on the pipeline flex braid (fraying) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. (Nikkhs2 2023-08-30) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the ped was delivered smoothly in place in phenom27, the stent could not be opened when it was deployed in the middle. After using various techniques for more than 1 hour, it still could not be opened, so it could only be withdrawn as a whole. Trying to deploy it in vitro, when it was deployed to the middle of the stent, it was also visible to the naked eye that it could not be opened. In order to find the reason why the stent could not be opened, the surgeon returned the ped and phenom27 together. The pipeline device failed to open in the middle section. The pipeline was no positioned in a bend and more than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. The "swing technique" was used to try and open the pipeline device. The pipeline was resheathed and removed with the microcatheter. The pipeline was not used in an off-label use. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU).  The catheter resistance was found at the distal end of the catheter. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm of the cavernous sinus segment of the left internal carotid artery with a max diameter of 12.7mm and a 12.7mm neck diameter. It was noted the patient's landing zone measurement was 4.01mm distally and 4.50mm proximally with a vessel tortuosity was moderate. The access vessel was the right femoral artery with a  diameter was 8.00mm. The angiographic result post procedure showed smooth blood flow. Ancillary devices include a 5 french 115cm navien guide catheter.